Event description:
Patient reported having pain and a large bump on the left side of the knee. The patient obtained a second opinion. The surgeon reported that the patient had ligaments loosen post-operatively and that the patient may require thicker inserts. A revision surgery was recommended by the surgeon.